Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the speaker malfunction issue. Results of functional testing and communication indicate a speaker failure. The customer was advised to order a loudspeaker assembly) to resolve the issue. The customer was provided with a speaker replacement to resolve the issue. Reporting institution phone # (B)(6). Reporter phone #: (B)(6). Device not returned.

Event description:
The customer reported a speaker malfunction inop error. A good faith effort (gfe) conducted confirmed the device was completely out of sound. The device was in use on a patient. There was no report of patient or user harm.